Event description:
Report rec'd of the pump not alarming for air-in-line. According to the customer, an empty cassette was placed in the device to test for air-in-line alarm integrity. It was reported that the pump kept working as though it were infusing and never alarmed for air-in-line. The device was being tested as part of an incoming inspection and was never placed into clinical service. There was no pt involvement.